Event description:
It is reported that the pt was revised due to femoral fracture.

Manufacturer narrative:
Eval summary: in general, one or a combination of the following events may have caused the femoral fracture: incorrect stem/rasp relationship leading to improper fit of the stem in the femur. Implanted stem which was incorrect size for pt anatomy. Stem was implanted in rotational malalignment or excessively varus/valgus, potentially causing abnormal loading of the component. Pt factors such as bone quality, activity level, type of activity (i.e. Trauma) and compliance with rehabilitation protocol. However, a definitive cause for this issue cannot be determined with certainty. Eval: the device history records were reviewed and found to be conforming to mfg, inspection, and packaging specifications.